Manufacturer narrative:
Olympus medical systems corp.(omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing record and found no irregularities. Also, omsc checked the complaints of the maj-1351 which had same lot number as subject device whether there was the similar complaint as this phenomenon, there was no similar complaint. The exact cause of the phenomenon could not be determined. However, it was likely the reported phenomenon was caused by following handlings; the user could not attach the subject device to the endoscope correctly. The user did not lubricate the subject device before insertion the insertion of the endoscope into the patient. The instruction manual of the endoscope which is used combination with the subject device states the appropriate handling of the subject device including the procedure of attaching the subject device and the using the lubricant.

Event description:
During the unspecified procedure with the bf-uc190f with attaching the subject device, the subject device fell off from the bf-uc190f into the patient's respiratory tract. The user retrieved the subject device from the patient using with the unspecified forceps. The user discarded the subject device accidentally. There was no report of patient injury associated with this event. There was no report other than above.